Event description:
User received discrepant alcohol results for one patient sample. Initial result gave 3 mg/dl and was reported. The reported result was questioned. User repeated the sample twice; first repeat performed on another p module analyzer-(p2) at the site gave 404 mg/dl and second repeat performed on original p module analyzer (p1) (B) (4) gave 405 mg/dl. Both repeat results were reported as corrected results. Patient was not treated on initial incorrect result. Alcohol reagent lot number, 62017501. The field service representative determined the sampling system operation was the cause. Customer ran green rack through module, then ran controls and precision run using sample in concern 10 times with all results recovering within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.